Event description:
It was reported by service report that the brake pedal was missing on the surgistool. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: brake pedal.